Event description:
A malfunction alarm labeled malf 24 was reported, and there was no notable event preceding it. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.